Event description:
IV infiltrate without any alarm from the pump. Despite baxter's efforts to obtain additional info from reporting facility, details were not available regarding patient's demographics, diagnosis or status and medication involved, or set up the infusion device. The hosp rep stated there have been no reports of any patient incident involving this pump since the last baxter service event.